Manufacturer narrative:
(B)(4) there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to state that they used prescribed clindamycin gel on (B)(6) 2015, as a preventative measure as they had previously had staph infection. No additional event or patient information is available.